Event description:
A patient reported blood glucose results of "77 mg/dl, 160 mg/dl, and 122 mg/dl, and 113 mg/dl" with a lifescan meter performed within 10 minutes of each other. The meter, test strips and control solution were replaced.